Manufacturer narrative:
.

Event description:
It was reported that a tablet would not power on. A backup power cable was available, and the tablet charged successfully using the backup power cable. The suspect power cable was returned on (B)(6) 2015. Analysis has not been completed to date.

Manufacturer narrative:
Corrected data: UDI of suspect device was inadvertently left off the initial MDR. (B)(4).

Event description:
Analysis identified no anomalies associated with the ac adapter. The ac adapter performed according to functional specifications.